Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the easy set hardware for a matrix elite back ordered off chair, on one side is broken.